Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2018-47086.

Event description:
A risk manager reported a patient had a corneal reaction to the interface fiber in he right eye three weeks post lasik enhancement. A flap lift and irrigation performed. The patient was seen in follow up and the flap was noted to be in position, interface clear, and symptoms resolved. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).